Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of lo results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 150-200mg/dl fasting. Verified the strips expired 7/29/2016. Customer confirms the strips have been stored in the bathroom and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). The customer is concerned about the result of lo that he has received today (B)(6) 2015 at 9:00 am. The customer meter will not power on; we were unable to recall the results from the meters memory. The customer did provide the last five results that he could remember.